Event description:
The patient reported that the reason for the implantable neurostimulator pocket revision was that the battery placement was causing great pain and the patient could not charge it. The patient reported that the starting in (B)(6) 2021, the battery overheated and the patient reported the same problem ongoing. The patient also noted that both the lead wires and battery do not work. The manufacturer representative reported that pathology discarded the implantable neurostimulator. After the implantable neurostimulator replacement surgery on (B)(6) 2021, the patient's worsening pain and spasms resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the heating first occurred in (B)(6) 2021. They tried replacing the paddle, but then had surgery to replace the battery and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2016, explanted: product type lead product ID 977a290 lot# serial# (B)(6), implanted: (B)(6) 2016. Explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's lead revision was scheduled for (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had not been scheduled for a revision, but was being referred for one by her physician¿s assistant.

Event description:
Additional information was received. It was reported the lab sent the device to pathology on 12/9/21. It was noted the doctor did not believe the ins was getting hot and did not suspect any defect in the ins. The ins was sent to culture to lab/pathology to rule out infection as any reason for the patient to be perceiving heat, however they did not suspect infection. It was noted results of the culture would be available at 12/23/21 post op.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6), implanted: (B)(6) 2016, product type lead product ID 977a290, serial# (B)(6), implanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient just had a lead revision. The patient believes that something is wrong wither her implantable neurostimulator; however, it was noted that the issue was resolved following the lead revision.

Event description:
Additional information was received on november 29, 2021. The manufacturer representative (rep) reported that they received a notification from a surgery scheduler that the patient was scheduled to have a pocket revision on (B)(6) 2021.  The rep did not have any more information to provide at this time, but would provide more information on the date of the revision when they get more information.  No symptoms reported. On november 24, 2021, additional information was received from the patient. They reported that ins became hot and nobody resolved this issue. The patient noted that a surgeon moved their ins and now they had more pain, more spasms, and worse conditions for their nerve disorder. Then, on december 13, 2021, the rep provided additional information. They reported that the pocket revision was done on (B)(6) 2021 because the patient pretty much demanded the ins be replaced despite no specific clinical issue being identified. Patient weight was requested but was unknown. The rep also provided clarification on the chain of events. It was explained that the patient had a loss of left sided coverage as the left lead was not functioning. On (B)(6) 2021, the patient had a lead revision and the implanted neurostimulator (ins) pocket was moved from their belly to the buttock region. Then, on (B)(6) 2021, the patient reported seeing an error code (rm04) and they were concerned that the error code was due to the ins and therefore requested/demanded that the ins be replaced despite it being explained that the rm04 code is associated with an external device issue. Despite no clinical reason to replace the ins, the physician replaced the ins on (B)(6) 2021 per the patient's request. Also on (B)(6) 2021, the ins pocket was moved from the buttock back to the belly region. The rep noted they did not know what date the patient's ins had first started getting hot.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated for like the last month, their left lead wire would not respond to their system at all. Pt clarified they didn't feel stimulation from the left lead and the controller wouldn't let the pt turn on the left lead. Pt said their right lead worked fine. Pss asked, pt did not have any falls, but said they had back surgery on their right side for a bulged disc and herniated disc. The circumstances that led to the reported issue were asked but unknown. Pt tried to use stimulation during the call and reported the controller said it was on, but when pt tried to increase stimulation on their left lead, they would get settings not available. Pt said they had tried all 3 programs, but none of them did anything for the left lead. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from /manufacturer representative (rep). Patient called and says she cannot feel the stimulation on the left side. She has tried other groups and still is unable to feel the stimulation. She states she had surgery on her back over a month ago, and this issue has been going on for one month. Rep was scheduled to see the patient on july 8 at 10 am. Upon interrogation of this patient¿s device today, it was clear that the eight through 15 lead failed a connectivity test on every electrode. Patient will likely have revision surgery. Appointment to discuss revision surgery is scheduled for next week friday.